Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door 2 was intermittently failing. The field service engineer was able to resolve the issue by replacing latch, micro switches ((B)(6)) and harness ((B)(6)). The system functioned as intended after the field service engineer troubleshooted the device.